Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes containing electromagnetic interference (emi) noise from the date of implant, likely from the implant procedure. Other atr and ventricular episodes appeared brief, and auto thresholds were successful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.